Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure accuracy failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. It was reported that a proximal pressure accuracy failure occurred. The remote service engineer (rse) performed a troubleshoot with the biomed. The reported issue was not duplicated. The rse and biomed confirmed the machine and proximal tubing from the gas delivery system (gds) was properly connected. The rse stated the customer planned to test the pressure and perform a flow test per the service manual. The rse also provided the customer with the part number of the data acquisition (da) printed circuit board assembly (pcba) to order and replace if necessary. The investigation is ongoing.